Manufacturer narrative:
Received one (1) used. List #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #13591617. One (1) used. List #unknown, transpac; lot #unknown. One (1) used. List #306573, bd posiflush sp syringe 0.9% sodium chloride 3ml syringe; lot #2299210. No damages or anomalies noted. The 14687-15 primary plum set was tested per product specifications with the transpac and bd syringe mated as received. There was no leakage observed the reported complaint of leaks was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional information: device was returned on 8/23/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set where it was reported when plum set was connected to blood pressure monitoring set, plum set connector was found leaking. There was no other physical defect noted on the product. There was patient involvement, however no report of patient harm.